Event description:
It was reported that on (B)(6) 2013 a reamer head broke off during surgery. The surgeon was performing a de-rotational osteotomy of a femoral shaft. During intramedullary reaming, the fixed head reamer broke and the head came off at the shaft. There was no patient injury. The reamer head was retrieved. The surgery was successfully completed. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: a review of synthes device history records revealed the medullary reamer was manufactured by precimed under supplier lot number 2241120001, synthes lot number 4864498. Po # 462429 dated 10/1/04 for 42 parts was inspected to the synthes incoming final inspection sheet number (B)(4) revision ¿eo¿ on 10/8/04. The certificate of compliance (c of c) was dated 9/22/04. (B)(4) parts were released to the warehouse on 10/18/04. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: device received but will not be evaluated due to recall. Device was used for treatment, not diagnosis.